Event description:
It was reported by the patient that when the patient is doing remote transmission, the patient feels like having atrial fibrillation (af) for a few moments when the interrogation gets to the 3rd green light. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2012.